Manufacturer narrative:
Olympus followed up with the original reporter and was informed that the pt reportedly experienced a brief transient ischemic attack (tia) sometime after having undergone the capsule endoscopy. The reporter stated that the tia had passed within five minutes. During the course of the admission for the tia, an x-ray was performed and allegedly showed the device in the pt's colon. The reporter stated that the pt is not experiencing pain and is doing fine. The reporter was advised to consult the pt's physician for treatment decisions. The exact cause of the pt's experience could not be determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
A family member informed olympus that the pt had undergone a capsule endoscopy, and the device allegedly remained in the pt's lower colon several months later. The pt is reportedly fragile and several of the pt's attending physicians had recommended leaving it alone rather than removing it by surgery due to the pt's present condition. There was no pt harm reported.